Event description:
It was reported that the patient presented in clinic for initial Right Atrial (RA) lead implant procedure. After procedure, a chest X-Ray was performed and discovered that the RA lead was dislodged. The RA lead was explanted and replaced. The patient was stable throughout.